Manufacturer narrative:
Additional information: b5: the reporter indicated that a 12.6mm micl12.6; -9.5 diopter implantable collamer lens had tore. It is unclear if it tore during loading or delivery into the patient's eye. However it was also reported lens was explanted and a replacement lens was implanted. Claim#: (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm micl12.6; -9.5 diopter implantable collamer lens was explanted due to a broken haptic. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.